Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft kink and separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when the 3.0x12 mm xience xpedition was removed from the hoop the shaft was observed to be kinked at the hub, after which the hub separated from the catheter. There was no resistance felt during removal of the catheter from the hoop. The catheter was not used on the patient. A new xience xpedition of the same size was used successfully to complete the procedure. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.